Event description:
Our surgical departments switched to a new sterile glove earlier this year. We have had multiple reports where holes were found in the gloves right out of the package, easy tearing of the glove when being donned and the glove stretching out of shape after being worn for a period of time during a surgical case. Multiple lot numbers are involved. The manufacturer is aware and the sales representative have taken several packages of the defective gloves with them from our facility. All events occurred prior to procedures being started, no patient harm occurred. Manufacturer response for sterile surgical gloves, medichoice polyisoprene micro surgical gloves size 71/2 (per site reporter). Some of the defective gloves were taken by the sales representative. If no package was saved, the sales rep. States they are unable to follow-up on those. Manufacturer response for sterile surgical gloves, medichoice latex micro surgical gloves size 6 (per site reporter). Some of the defective gloves were taken by the sales representative. If no package was saved, the sales rep. States they are unable to follow-up on those. Manufacturer response for sterile surgical gloves, medichoice polyisoprene surgical gloves size 7 (per site reporter). Some of the defective gloves were taken by the sales representative. If no package was saved, the sales rep. States they are unable to follow-up on those. Manufacturer response for sterile surgical gloves, medichoice polyisoprene micro surgical gloves size 8 (per site reporter). Some of the defective gloves were taken by the sales representative. If no package was saved, the sales rep. States they are unable to follow-up on those.